Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level was approx 300 mg/dl with ketones. Customer was able to load a new cartridge successfully and resume insulin delivery.